Event description:
The company was informed that the patient has an infection at the implant site. An antibiotic treatment (type unknown) was indicated. Advanced bionics is in the process of gathering further information, once more information is obtained a supplemental report will be submitted.